Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction with the explanted leads.

Event description:
A report was received that the patient was receiving inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm the explanted devices were not returned as they were kept by the medical facility.

Event description:
A report was received that the patient was receiving inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.